Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed cardiac tamponade and received a pericardial tap for effusion. The right ventricle lead exhibited loss of sensing due to dislodgement. The patient was feeling feverish. The lead was explanted. The patient was in stable condition.